Event description:
It was reported that the pt experienced nausea, vomiting, and a tingling sensation in the abdomen when the stimulator was turned on for about the past year. As a result, the pt had lost 40 pounds since early 2008. When stimulation was turned off, the symptoms appeared to go away and the pt was able to eat. The pt tried numerous medications and underwent several procedures, but all tests were negative for any problems of a gastrointestinal origin. The device was evaluated (approx three months later). Impedance were normal for all but contact 6 which had impedance >3600 in all contact pairs. Low impedance (<70) was also noted on one electrode pair (4 and 5). Reprogramming was attempted to capture stimulation of her painful areas without abdominal stimulation, but was unsuccessful. X-ray was performed (same day) and the system appears to be intact with the lead tip at the lower end of t7. The pt was referred to the neurosurgeon for further consultation. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.